Event description:
Reportedly, the ventricular lead impedance has gradually been decreasing. On (B)(6) 2015, the ventricular lead impedance dropped below 300 ohms (281 in bipolar and 276 in unipolar configurations). In addition, oversensing and intermittent pacing inhibition were suspected in the ventricular channel. Patient is pacing-dependent and physician plans to replace the ventricular lead.

Event description:
Reportedly, the ventricular lead impedance has gradually been decreasing. On (B)(6) 2015 the ventricular lead impedance dropped below 300 ohms (281in bipolar and 276 in unipolar configurations). In addition, oversensing and intermittent pacing inhibition were suspected in the ventricular channel. Patient is pacing-dependent and physician plans to replace the ventricular lead.

Manufacturer narrative:
It was reported that the ventricular lead was capped and replaced on (B)(6) 2015.